Event description:
While the field service representative (fsr) was at the user facility to perform preventative maintenance (pm) of the device, the customer reported the arterial pump's speed control knob felt too loose. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the defective apm seal on the pump. The speed control knob now has a more resistive feel. With the seal replaced and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.